Event description:
Dealer called stating that the seat of the 9781 I-fit shower chair split in half. The dealer has replaced the unit for the consumer. No injury alleged. The malfunction has not been confirmed. RMA (B)(4) has been issued for the return of the product for an inspection.